Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: no arcing was observed. There was no loss of cautery. Reporter also confirmed no injury to the patient. The instrument was inspected prior to use and no problem was found.

Manufacturer narrative:
Based on the claim against the product by the customer noting, the tip of the fenestrated bipolar forceps (fbf) instrument energy was sporadic. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint. And completed the device evaluation. Failure analysis (fa) investigation confirmed, the customer reported complaint. Failure analysis found the primary finding of broken conductor wire to be related to the customer reported complaint. The instrument was found to have the conductor wire broken at the proximal end (in the housing). The conductor wire was broken at the waterfall pulleys (inside the main tube). The root cause of this failure is attributed to manufacturing. The complaint was confirmed, based on failure analysis, which indicated that the device did contribute to the customer reported issue. The root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires. This issue of loss of cautery, due to a broken conductor wire can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The fenestrated bipolar forceps (fbf) instrument energy was sporadic. The user completed the procedure using a backup fenestrated bipolar forceps instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.